Manufacturer narrative:
Age at time of event: (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-03779. It was reported that a piece of tissues was noted on the limbus. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman ® laa closure device & delivery system was successfully implanted. However, after the case they noticed tissue on the tip of the limbus. The physician stated that it was more like tissue than a clot. No additional interventions was required. No patient complications occurred and the patient current status is fine.